Event description:
It was reported that the system was unable to bypass the error and fluoroscopy was unavailable, no x-ray. There was no report of a patient injury or death.

Manufacturer narrative:
A ge service rep performed an on site investigation. The collimator was calibrated during the service call. The system was tested and found to be working as intended and put back into service.